Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, g1, h2, h4, h6, h11. The device was not returned to olympus for inspection; however, the reported failure was confirmed based on the provided device photo and information. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction is traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gas tube was connected to co2 and the line exploded about 12 inches from metal connector. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.